Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I will be 15 days post-op') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patient¿s social media records: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I will be 15 days post-op') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I was in pain few times") and abdominal rigidity ("tight feeling in abdomen"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, procedural pain and abdominal rigidity outcome was unknown. The reporter considered abdominal rigidity, medical device removal and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patient¿s social media records: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received . New events post procedural pain ,abdominal rigidity was added. And reporter added .follow up 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.